Manufacturer narrative:
Please void this report already submitted under (B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2025-02987.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2025-02987.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a shoulder procedure with implantation of a glenoid component. Approximately two years post-implantation, the patient presented with pain, and radiographs showed that all screws securing the glenoid component had fractured. Subsequently, an extraction surgery was performed approximately 25 months post-implantation. Intra-operatively, the glenoid component was not integrated with bone and was floating, allowing for easy manual removal. All fractured screws were extracted using a removal kit. The stem remained stable, and the stem, tray, and liner were retained. The patient had a history of reoperation due to infection and metal allergies. The patient was revised. Attempts have been made and no further information has been provided.